Event description:
It was reported that a cot tipped with a patient onboard. The service technician was asked to evaluate the cot and found that it exceeded it's life expectancy and had significant wear issues. The service technician did not repair the cot and recommended to the customer that the cot is taken out of service permanently. The service technician stated that the patient onboard remained secured to the cot during the tip and the medical personnel did not detect any injury. The operator of the cot attempted to stop the tip and sustained bruising on the leg.

Event description:
Customer reportedly received results of 18 mg/dl and 73 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results. Customer self treated with juice and low blood glucose symptoms improved 10 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.